Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -09.00 diopter, in the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The patient is happy.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim # (B)(4).

Manufacturer narrative:
Additional information: d4: unique identifier number- (B)(6) d9: device available for evaluation: yes- (B)(6) 2022 claim# (B)(4).